Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure the physician assessed that the retaining clip of the burr hole cover was not closing properly. The retaining clip was then removed and replaced. The procedure was completed, and the patient was doing well postoperatively. The medical facility discarded the device.